Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure on (B)(6) 2008. According to the complainant, at the 3 month follow-up visit, the patient experienced partial voiding obstruction. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(6). (B)(4).